Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip referenced, is being filed under a separate medwatch report.

Event description:
This is being filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, one clip on the medial aspect of a2/p2, and the second clip towards the posterior-medial commissure. The mr was reduced to 2. On (B)(6) 2018, it was found that both clips had detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment / slda). The mr increased to 4. An additional intervention is being considered. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Additional information confirmed that there was no issue with this device. A review of the complaint history did not indicate a lot-specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to initially filed medwatch, the following additional information was received: an additional mitraclip procedure was performed on (B)(6) 2018. It was confirmed that only the first implanted mitraclip (70912u115) was detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was still attached to both leaflets. Two additional clips were implanted, reducing the mr to 3-4. No additional information was provided.